Event description:
An air bolus was injected into a pt during a routine CT scan procedure. The operator states that they followed standard operating procedures and is uncertain as to how air was injected.